Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Evaluation summary (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Follow up with the manufacturer's representative reported the patient suffered from recurrent polymorphic ventricular fibrillation the day of death and roughly 11 shocks with all episodes correctly detected by the device. The shocks converted patient to a sinus rhythm that reverted to the arrhythmia at more frequent intervals, ultimately degrading into a fine morphology that the device could not convert. Further reports there was no evidence of any issues with the 6949 lead.

Event description:
A lawsuit alleged that the patient "suffered physical and other injury as a result of the recalled lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient has further] suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced." Physician does not believe death was due to device or system issue. Cause of death has been requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.

Event description:
A lawsuit alleged that the patient "suffered physical and other injury as a result of the recalled lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient has further] suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced." The physician does not believe the death was due to a device or system issue. The cause of death has been researched and not received.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.